Event description:
The dual drive console (ddc) was reported to have stopped while supporting a thoratec ventricular assist device (vad) system pt. The pt was hand pumped until the replacement ddc was connected. There were no adverse effects on the pt's conidtion as a result of this event.